Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained false high and low sodium (na), false high potassium (k), and false high chloride (cl) results on five patient samples involving the au480 clinical chemistry analyzer. The results were not reported out of the laboratory. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event. Customer did not report any flagging associated with the results, but all erroneous results were significantly above or below the dynamic ranges for each assay.